Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. The consumer estimates 3 additional false positive results were obtained in the past (dates unknown). These events are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Manufacturer narrative:
Correction: b4 - added today's date of the follow-up correction report. D4- added lot number as it was now provided. H6- added codes 4106, 11, and 3111 to the type of investigation. Corrected manufacturer narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains.